Event description:
It was reported that the device reached elective replacement indicator (eri). It was also reported that there may have been premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the device was returned, analyzed and analysis of the device revealed normal battery depletion.